Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the system was explanted.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number:1627487-2021-02204. It was reported patient is unable to increase stimulation amplitude. Diagnostics indicated high impedances on one lead and several attempts of programming was unable to solve the issue. As a result, patient is awaiting surgical intervention to explant the system.